Event description:
It was reported that this implantable pacemaker atrial intrinsic amplitude was out-of-range. The right ventricular automatic threshold (rvat) test showed atrial undersensing. The atrial sensitivity is fixed at 0.5mv(millivolts). It was recommended to review atrial sensitivity programming. The battery status is normal, and the lead measurements are stable. The device and lead remain in service. No adverse patient effects were reported.